Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, an increase in capture threshold was noted on the right ventricular (rv) lead. The suspected cause of the event was a microdislodgement and fibrosis near the distal tip of the rv lead. The right ventricular lead was explanted and replaced to resolve the event. The patient was in stable condition.